Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-33 lot# v224680 implanted: (B)(6) 2009 product type lead product ID 3889-33 lot# v224680 implanted: (B)(6) 2009 product type lead h6: device code c76126 applies to the ins and fdd's c62955 and c62819 apply to the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvis floor issues. The patient stated that their leads got messed up following a fall which occurred on an unknown date. The patient said in (B)(6) of an unknown year, possibly sometime after (B)(6) 2012. The patient had their implant replaced due to a normal battery depletion and the leads were repaired/replaced at that time. No further complications were reported/are anticipated.